Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old. (B)(4) for the reported event of clip failed to release from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip device was advanced into the patient, and then locked and deployed onto the target tissue. However, upon deployment, the clip assembly failed to release from the delivery catheter. The clip could not be re-opened so the device was withdrawn from the patient, and then the procedure was completed using other resolution clip devices. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results - visual examination noted that the clip assembly was mashed onto the bushing, there was a kink in the control wire, and the prongs were locked into the capsule. Functional analysis revealed the clip assembly could not be deployed and the prongs could not be opened or closed. Investigation found that the clip assembly could not be deployed as the clip was mashed onto the bushing. Based on the condition of the returned device, the reported failure was confirmed. It is likely that due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip device was advanced into the patient, and then locked and deployed onto the target tissue. However, upon deployment, the clip assembly failed to release from the delivery catheter. The clip could not be re-opened so the device was withdrawn from the patient, and then the procedure was completed using other resolution clip devices. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.